Event description:
During laser lithotripsy, the wire basket, with stone entrapped, appeared to malfunction when laser fiber was introduced. Attempts were made to remove the laser, but seemed to bind in basket, and the distal golden tip fragmented and fell off. These were removed and the stone and goldentip were fragmented when 2nd laser energy was applied directly through ureteroscope.